Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. The customer provided an x-ray which confirmed the presence of a fractured screw inside of an implant. The alleged device malfunction is confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw fractured in the implant. Removal tools were requested. Tooth location 19.